Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Upon review of the meter's result memory, the results alleged by the customer were not observed due to the meter date being set incorrectly. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that a patient received discrepant results when testing with her coaguchek xs meter serial number (B)(4). The patient also received an error on the meter prior to testing. At 6:30 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.5 inr. At 11:46 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.26 inr. The patient's coumadin medication was held. At around 9:30 a.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 3.3 inr. At the same time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.19 inr. The laboratory values were believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive a change in medication based on the meter result. The patient is currently in fair condition. The patient's therapeutic range is 2 - 3.0 inr. The patient's testing frequency is once per week. When collecting a sample from the patient to dose a test strip for meter testing, the patient told her doctor's office not to touch her finger with the test strip, but they did not listen to her.